Event description:
It was reported that the customer had a low reservoir alarm on the insulin pump. The customer's blood glucose level was 298 mg/dl. The customer stated that his meter alarmed low reservoir. The patient stated that he gave bolus and it gave him some and then an hour later he got the rest of the dosage. The insulin pump alarm again and low reservoir and then he pressed act and then it was okay and then it alarmed again. It was explained to the customer that his insulin pump will start to alarm him at 20 units and if alarm is not cleared then it will alarm him again. The customer was advised how he can check to see how many units are left in the insulin pump by going to the status screen. The customer is going to monitor the insulin pump and change out reservoir after he has dinner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.